Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door lock. This condition had the potential to interrupt delivery. This condition was found in the medicine department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during product evaluation. The cause of the problem was wear and tear to the door latch. Service replaced the door latch to fix the problem.